Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was not feeling well the day before. The cause of death was diabetic ketoacidosis. The caller stated that the customer had hypoglycemia unawareness. The caller did not know the customer's blood glucose at the time of passing; however, the last recorded value was over 600 mg/dl. The customer was wearing the insulin pump at the time of death. The caller stated that the customer stopped using sensors on 08/05/2016. The caller declined returning the insulin pump for analysis. The caller stated that a carelink upload has been performed at the office, prior to this call.